Manufacturer narrative:
This product was discarded at the facility; therefore, technical analysis cannot be conducted. This report is being issued as field b1 adverse event/product problem was inadvertently left blank in the previous submission.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. The explanted device was discarded at the facility and therefore is not expected to be returned for analysis.

Manufacturer narrative:
This product was discarded at the facility; therefore, technical analysis cannot be conducted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. The explanted device was discarded at the facility and therefore is not expected to be returned for analysis.